Event description:
Upon evaluation of the product, during placement, cerebrospinal fluid dripped from the drainage channel even when closed off prior to tunneling. Once placed the catheter did not give intracranial pressure reading. An error message "e01" was displayed. All connections were checked multiple times to make sure they were connected properly. The user is not sure if this was a catheter error or monitor error. Add'l info has been requested.